Event description:
It was reported that an unexpected reset occurred. There was no reported adverse impact to customer's blood glucose level. The customer planned to complete cartridge loading later or call back if needed.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.